Event description:
Caller reported a false negative d-dimer result on triage d-dimer test vs. The acl 9000. Patient was seen in the ER on (B)(6) 2011 complaining of shortness of breath and received a 2100 result for bnp. The analyzer, methodology and sample collection unknown. The next day, the patient came to this facility ((B)(6) medical center) and received a <100ng/ml for the triage d-dimer test. The same day, the patient was transported to another medical facility where they received a 2300 result for d-dimer. The analyzer used to test the 2300 d-dimer is the acl 9000. Patient's diagnosis is unknown; medications unknown; patient discharge unknown. Customer was unwilling to provide other laboratory findings from this patient.

Manufacturer narrative:
Product support retain samples from d-dimer lot w48162 with positive control calibrator h. Product support observations for d-dimer recovery follow: no false negative in d-dimer observed, all data points were within the manufacturing 2sd range. No error codes or device issues were observed. All data points with cal h were within the manufacturing 2sd range, with a % recovery of 101% (within the manufacturing final release specs). The customer complaint of a false negative was not observed. Product support also observed a cv of 83.6, within manufacturing final release specifications. Without returned sample product support is unable to verify the customer's complaint; product support cannot rule or sample specific or environmental factors, or customer technique/procedures as a possible cause of the discrepant results. Conclusion: product support tested d-dimer lot w481662 with cal h (pos ctrl). No false negative results were observed with cal h. No error codes or device issues were observed. Unable to reproduce customer observations of false negative d-dimer. No product deficiency was established. Customer did not return sample for further testing. Without sample product support cannot rule or sample specific or environmental factors, or customer technique/procedures as a possible cause of the discrepant results. As of 11/10/2011, there are 2 complaints for d-dimer lot w48162. No corrective action required at this time as no product deficiency was established.